Event description:
It was reported that a powered wheelchair unintentionally jolted forward. The user was using the positioning strap but force of the jolt broke the user's hip and leg. Should additional relevant information become available, a supplemental report will be submitted.